Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range lead impedance was observed on the left ventricular lead. Physician believes the problem is due to a connector issue. Patient is in a bad global condition and therefore no system revision has taken place or planned for the near future. No further information available.